Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the prosthesis was not working as expected, it would not inflate. The cylinders and pump were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the prosthesis was not working as expected, it would not inflate. In addition, the tubing connecting the right cylinder and the pump was worn out. The cylinders and pump were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, leak tested and functionally tested. The pump kink resistant tubing (krt) was fatigue and worn down to the filament; a hole which led to a fluid leak was present in the pump strain relief krt cylinder junction. In addition, the pump did not pass the activation test. The cylinders were visually and microscopically examined, leak tested and pressure tested. Both cylinders had wear at folds in the proximal cylinder bodies; no leaks were found. Based on the information available and analysis results, the fluid leak and activation issues identified in the pump could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the prosthesis was not working as expected, it would not inflate. In addition, the tubing connecting the right cylinder and the pump was worn out. The cylinders and pump were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.